Event description:
(B)(4): it was reported the patient had their device put in 4-5 years prior to report and it never worked. It was stated the patient had burning and pressure pain.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).